Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of functional test failed clip test to be related to the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. For clarification, the clip did clamp on but failed to release properly as a result of a bent grip tip. The root cause is attributed to component failure. Additional observation not reported by site was that the clip applier instrument was found with one grip bent. One grip was found to have a prong bent inwards likely causing the clip to fail to release. The root cause of bent-severely instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the medium-large clip applier (part#47032712/ k10220110 0093) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier clips would not clamp on. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.